Event description:
I had a lumpectomy surgery in 2021 & had a breast marker biozorb implanted. I continue to have pain & tenderness. I feel my body is possibly rejecting this implanted device. I¿ve been to my oncologists for follow ups. They cannot understand why I still have so much tenderness. They say its probably lymphedema. I believe the implant is causing my pain.